Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the unit has the new type power switch. The scope connector socket is worn causing noisy image. The device has outdated software version. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing an evis exera iii video system for use, there was a scope detection error displayed when connected to 180 scopes. There was no patient contact/impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely damage to the scope socket due to the amount of use and age of the device (over 6 years) or external force. During device evaluation, a defective printed circuit board was also found. The malfunction of the dp board resulted in image defect due to the amount of use and age of the device (over 6 years).